Manufacturer narrative:
The devices were not returned for analysis. The review of the lot history and a review of similar complaints could not be performed as the part and lot information regarding the complaint device was not provided. A cause for the reported patient effect of death could not be determined. Additionally, the reported patient effect of death, as listed in the mitraclips instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report death. This study was a prospective, multi-center, single-arm post-marketing use surveillance (pms) study of 500 patient launched in 2018 that followed 1-year subject outcomes for the pms study. Complications included death. Despite noted complication in the (B)(6) pms experience, the mitraclip procedure resulted in improvements in mr severity, with significantly improved functional outcomes. These results demonstrate safety and efficacy of mitraclip therapy in the eligible (B)(6) population. Specific patient information is documented as unknown. Details are listed in the attached article, titled mitraclip treatment of moderate-to-severe and severe mitral regurgitation in high surgical risk patients - real-world 1-year outcomes from (B)(6). No additional information was provided.

Manufacturer narrative:
The devices are not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Event date: dates estimated. The UDI number is ¿ni¿ as the catalog number was not provided. The additional patient effects and malfunctions reported in the article are captured under separate medwatch reports. Attachment: article titled, "mitraclip treatment of moderate-to-severe and severe mitral regurgitation in high surgical risk patients - real-world 1-year outcomes from (B)(6)".